Event description:
The consumer reported the patient had experienced a loss/change of therapy. The patient had a return of urgency. The patient was not able to feel stimulation and it was confirmed the therapy was on. The situation was not resolved. It was indicated a fall could be related to the issue. The patient had a fall and broke her left leg about 21 days ago. The patient had to stay in the hospital for the broken leg. It was reviewed for the patient to increase the amplitude, so the patient increased from 6.0 v to 6.7 v on program 3. The patient felt stimulation in the correct area. It was indicated the issue began within the last 21 days ((B)(6) 2016). The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient indicated that they were getting 50% or greater symptom relief. They noted that they had to keep the stimulation so high that they could feel it when they got quiet. The return of urgency was resolved by increasing the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.